Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The duraseal dural sealant system 5ml us box of 5 (202050) was returned for evaluation: device history record (DHR) - a DHR review, and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - investigation showed that the sample received back included clear syringe and blue syringe assembled to the cap holder, vial, spray tips, and syringe holder. The y-connector was visually inspected; there were traces of blue solution all over the component. One spray tip was assembled to the y-connector, the spray tip also has traces of blue solution on the tip. The syringe holder and spray tips were visually inspected; there were traces of blue solution and no damage was detected. The two syringes were assembled to the cap holder, and the syringe caps were also received. Both syringes were empty. The syringe tip was removed from the plunger, dried residue was observed at the syringe tip, and it was confirmed that kokoku tip was used. The vial was inspected and found to contain traces of blue solution. The bioset was fully pressed down, and the red line was not visible, indicating that liquid was able to enter the vial. The blue traces observed inside do not appear lumpy, rather, the solution looks uniform and consistent in appearance. A test with water was performed, and the blue syringe was filled with water up to the 2.5 ml line. The syringe was then assembled to the vial, and once the syringe was pushed all the way down, the water was able to enter the vial, and after mixing the vial, all the blue traces looked uniform and consistent in appearance. There were no issues with the withdrawal of liquid from the vial. Root cause - the product received was tested and the failure mode reported was not confirmed; therefore, the root cause of the reported failure is undetermined. Per the dfmea, potential causes of failure include ¿issues with solution mixing and coverage.¿ the risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported the following: "the patient is moved to the duraseal table, the cap is uncovered, a blue syringe is connected to the bottle containing the powder. Before doing this, the bottle's "button" is pressed and the liquid is injected. It becomes very lumpy. Movements are made to make it completely liquid, but it takes a long time to become liquid. All the accessories are placed and when applied." There was delay in surgery, but the duration is unknown. There was no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.